Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure device removal") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiple sclerosis and endometriosis of pelvic peritoneum. In 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced multiple sclerosis ("problematic treatment of ms disease suspected to be caused by essure") and vaginal haemorrhage ("vaginal spotting"). The patient was treated with surgery (essure removal - laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal had resolved and the multiple sclerosis and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for medical device removal, multiple sclerosis and vaginal haemorrhage with essure. The reporter commented: the physician did not send samples for examination because they were located normally. The physician tells that the patient decided to have essure removal due to recommendation of a neurologist. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure device removal") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiple sclerosis and endometriosis of pelvic peritoneum. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), multiple sclerosis ("problematic treatment of ms disease suspected to be caused by essure") and vaginal haemorrhage ("vaginal spotting"). The patient was treated with surgery (essure removal - laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, multiple sclerosis and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for medical device removal, multiple sclerosis and vaginal haemorrhage with essure. The reporter commented: the physician did not sent samples for examination because they were located normally. The physician tells that the patient decided to have essure removal due to recommendation of a neurologist. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.